Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states the surgeon was using the a2fn to fix a very difficult subtrochanteric fracture in a young male involved in a motor vehicle accident. The surgeon reamed a 1.5mm above nail diameter and inserted nail fine. When trying to get guidewire placement in the head for the 6.5mm hip screws the guidewire missed the nail even though the surgeon was using all the correct instrumentation. The main difficulty was with the proximal screw in the head/neck. When using the drill bit the surgeon hit into the nail and missed the hole. As a result the surgeon was not able to achieve optimal position of the screws in the femoral neck as it was too high. It was reported that the surgeon had to settle for the one guidewire that would go through the nail easily. After inserting the distal recon screw using a 2nd anchor point through the static hole of the aiming arm, the surgeon used a steinmann pin to hammer through the lateral cortex, which created a clear bone path to the nail. A short proximal screw was eventually inserted into a poor position. The patient was a multi-trauma so won¿t be weight bearing. There was a 15 minute delay of surgery. This report is for an unknown blade. This is report number 5 of 6 for com-(B)(4).

Manufacturer narrative:
Additional code-hwc. This report is for 1 unknown blade. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.